Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was failed. A field service engineer investigated drawer 1.1 failure in medstation ed main. Customer reseated bus cable and recovered drawer. Fse verified recovery through hardware test application and confirmed with customer. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that main drawer cubies failed multiple times. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.